Event description:
Medical center reported that a number patients received radiation approximately 35% less than their prescribed doses using the brain8scan treatment planning sw. The deviation in the radiation delivered was a result of a calculation error by the medical center's physicist when entering the calibration value of the linear accelerator into the brainscan sw. The initial and all subsequent dosimetry calibrations of this, and every other, medical linear accelerator as well as of the treatment planning sw is the responsibility of the device owner.